Manufacturer narrative:
This is a late MDR report. The device will be investigated upon return to microline surgical inc.

Event description:
During a surgical procedure, the heat shrink from a renew super atraumatic grasper tip was found with in the stomach cavity of the patient. The heat shrink was retrieved from the patient.

Manufacturer narrative:
This is a late MDR, which was due on 09/26/2018. The device was returned, decontaminated and visually investigated. Upon visual investigation, this complaint is confirmed. Two tips were returned in the same bag (see 1223422-2018-00025). Unable to determine the exact lot number of the two. One of the two tips was returned with a defective heat shrink. The tip was returned with damages on the heat shrink around the hinge point of the device. It is possible that during surgery the heat shrink may have slid up to the hinge point, so much so that when the device was activated, the hinge point compromised the heat shrink material, causing it to deform. No additional complaints were reported with these lot numbers. A root cause could not be determined.

Event description:
During a surgical procedure, a piece of heat shrink from a renew super atraumatic grasper tip, was seen in the stomach cavity of a patient during the final inspection. The heat shrink piece was retrieved. The procedure and anesthesia time were not extended. There was no harm to the patient.